Event description:
[Ihealth antigen rapid test] use for covid-19 under emergency use authorization (eua): lot no. (10): 212co21228, serial no. (B)(4), use by(17): (B)(6) 2022. False positive test result. Test was preformed as part of covid-19 prevention at (B)(6). Staff member was tested using ihealth covid-19 antigen rapid test. Test result was positive. Staff had no symptoms or exposure. Staff was then tested using binaxnow covid-19 antigen rapid test and carestart covid-19 antigen rapid test. Both tests were negative. Covid-19 pcr test was then preformed. Test results where negative confirming a false positive result. FDA safety report ID # (B)(4).